Event description:
Caller reported experiencing a cgm error 42 with their pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided instructions for a pump reset, which resolved the immediate error, but the issue had occurred again within a few months. Consequently, a replacement pump with updated software was approved and sent to the customer. The customer will continue using the current pump until the replacement arrives and was instructed on returning the faulty pump to avoid charges. Additionally, they were advised on how to program settings and connect their cgm to the new pump.